Manufacturer narrative:
Batch review performed on 04-nov-2019: lot 02007s: (B)(4) items manufactured and released on 17-sep-2019. No anomalies found related to the problem. Mysolution analysis: our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. The guide size and the position of the tubes depend on the planned trajectory.

Event description:
During the primary spine surgery, while the surgeon was drilling the s1 guide holes, the surgeon observed that the s01 guide was too large for the incision made. The surgeon had to make his incision larger in order to use the s01 guide. There was a 35-minute delay in the case and no additional anaesthesia was used. The surgery was completed successfully. Case code: (B)(4).